Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making weird noises. The insulin pump powered off completely. The customer was changing the battery every other day. Customer's blood glucose level was not reported. The display returned after troubleshooting. The insulin pump alarmed failed battery test and no delivery. The insulin pump was flickering different alarms. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display, failed battery test or noise anomaly was noted. The pump passed the functional testing, and no unexpected no delivery alarms were noted. The pump was received with minor scratches on the lcd window.